Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable high roche cardiac poc trop t results for one patient from two cobas h232 meters. The cobas h232 is not released for distribution in the united states, nor is it similar to a device released for distribution in the united states. The result from one of the meters was 86 ng/l and the patient was sent to the central hospital. A new sample was collected and analyzed on a cobas 8000 analyzer with a result of <5 ng/l. On (B)(6) 2019, the patient was tested on cobas h232 serial number (B)(4) with a result of 108 ng/l and was tested on cobas h232 meter serial number (B)(4) with a result of 114 ng/l. The patient was again sent to the central hospital. A new sample was collected and tested on a cobas 8000 analyzer with a result of <5 ng/l. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer returned two cobas h232 meters with serial numbers (B)(4) and one box of test strips. There were no visual abnormalities. The returned strips were tested using both returned meters and a retention meter with a spiked blood sample and a negative blood sample. These results fulfill our requirements and show no irregularities. The investigation did not identify a product problem. The cause of the event could not be determined.